Event description:
It was reported that via a merlin.net transmission, the atrial lead exhibited low impedance and noise which caused auto mode switch episodes. The patient would be brought into the clinic for further testing.

Event description:
New information notes, the atrial lead was deactivated.